Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the speaker cord is broken off of the speaker. The speaker was replaced by the philips authorized bench repair technician. The device was operational after repairs were completed and the device was returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that, during evaluation at bench repair, the mx40 1.4 ghz smart hopping is unable to emit audible sound. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.